Event description:
Event description to summarize the clinical event, we understand that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. Upon interrogation a warning message was present indicated device is operating in safety mode. Patient reported experiencing a recent episode of syncope.